Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The star close se instructions for use (IFU) state: under precautions section, "the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catheterization procedures who have been certified by an authorized representative of abbott vascular inc". Also, under special patient populations section, the IFU state, "the safety and effectiveness of the starclose vascular closure system have not been established in patients with hypertension (systolic bp > 180 mm hg or diastolic bp > 110 mm hg) unresponsive to medical therapy".

Event description:
Device malfunction: failure to adequately deploy-clip. Time of malfunction: during vessel closure. Symptoms/ae: failure of achieve hemostasis, hematoma. It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip did not achieve adequate arteriotomy capture and a hematoma developed. Manual compression was applied to express the hematoma and to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.